Event description:
The office alleges two staff members experienced irritation from the gloves as follows: (B)(6) female experienced eye irritation. None of the staff members required any medical attention.

Manufacturer narrative:
Unable to evaluate specifically the device due to unknown lot number. However, samples returned were evaluated and found to be in compliance. Labelling and caution statements are clearly stated on the packaging.

Event description:
The office alleges two staff members experienced irritation from the gloves as follows: (B)(6) female experienced a rash on her hands and eye irritation. None of the staff members required any medical attention.

Manufacturer narrative:
Unable to evaluate specifically the device due to unknown lot number. However, samples returned were evaluated and found to be in compliance. Labelling and caution statements are clearly stated on the packaging.